Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on april 23,2025, with lot number 2675246 . Based on the product analysis performed, the assessments of the complaint codes are: rupture: no observed. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "intracapsular rupture." By MRI. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.